Manufacturer narrative:
Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the device length (12cm) was slightly longer than the treatment length. After the proximal potion of the trunk-ipsilateral leg was deployed at the intended position, the physician pushed up the delivery catheter to adjust the distal end of the ipsilateral leg to be placed just above the right internal iliac artery (iia). However, when the ipsilateral leg was deployed, the tension on the delivery catheter was released slightly earlier than intended, which contributed to the coverage of the right iia. No treatment was performed to restore the flow to the right iia. The rest of the procedure was performed without any other reported issues.

Manufacturer narrative:
(B)(4).